Event description:
It was reported that the bd maxplus pressure rated extension set with removable needleless connector had leakage. The following information was provided by the initial reporter: IV catheter (20 gauge) leaked during CT injection, 4.5 ml/sec. Can you please provide the lot number associated with report? Unavailable, we have saved the product however. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No harm. IV catheter (20 gauge) leaked during CT injection, 4.5 ml/sec. Patient re-injected. Please clarify the location of the reported leak. Did it occur at the clamping position or at one of the adapter junctions? Occurred on end connected to IV catheter, same as other reported occurrences. If the device leaked from one of the adapter junctions, did the device leak from the septum or the threading. Unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample model mp5303-c was returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water, attached to a bd extension set and pressurized. No leakage was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer.